Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Plastic piece broke off- oral-b kids power toothbrush [device breakage]. Brush head can no longer stay on the unit [device connection issue]. No adverse event [no adverse event]. Case description: a consumer reported they purchased an oral-b power rechargeable toothbrush handle advance power (oral-b kids power toothbrush), and plastic piece broke off whereby the oral-b brushheads, version unknown can no longer stay on the unit. The reporter stated the toothbrush never fell and was always treated with care. No symptoms developed.